Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the healthcare professional (hcp) contacted the sales representative to inquire about the lack of an alert for a monitor only zone episode for this implantable device. Technical services (ts) explained that no alert was generated for no therapy episode types. Ts also discussed options, including programming anti-tachycardia pacing (atp) or therapy for alerts, or configuring a non-sustained alert with a long duration. No device information. No adverse patient effects were reported.